Manufacturer narrative:
Submit date: 12/24/2013. An investigation is currently underway.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. Customer states that the catheter breaks on the venous side and blood leakage occurs.